Event description:
Reportedly, before the implantation, when interrogating the device we see that the charge time test has been done previously. We have also seen after the implantation that a vf alert dated september 9 is present. It is noise. We would appreciate to be informed of what could have happened.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data confirmed the reported event: a reset of the memories and a charge time were performed on 9 september 2024. The implantation was confirmed by the user on 9 september 2024 or even before 9 september 2024. Since the data of the previous device interrogations were not provided, the exact date of the implantation confirmation cannot be determined. Once the implantation is accepted, ventricular oversensing noise can lead to the record of ¿ventricular fibrillation¿ episodes (vf), but as long as the therapies are off, shock are not delivered. Therefore, in the reported case, vf episodes were recorded before 18 october 2024 and displayed after the device interrogation on 18 october 2024. The device functioned as per specifications. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, before the implantation, when interrogating the device, we see that the charge time test has been done previously. We have also seen after the implantation that a vf alert dated on (B)(6) is present. It is noise. We would appreciate to be informed of what could have happened.